Event description:
The pt is a male with a history of previous pci, hypertension, hyperlipidemia, smoking, and a family history of coronary artery disease was admitted due to unstable angina. This was part two of a staged procedure. Five days prior to this admission, the pt had an angiography that showed diffuse disease in mid circumflex artery (lcx), proximal lcx and distal left main (lma). An attempt was made to revascularization these 2 segments with rotational atherectomy (rotablator), but a severe dissection (type e) was observed in all portions of lcx and extending into the lma. It was decided to treat the lma with a liberte stent. The procedure was stopped at that time with the intent to perform more complete revascularization later on. Five days later the pt was brought back to the cath lab for the planned add'l treatment. The previously occurring dissection was still observed with the same severity. No heparin, gp iibiiias, or angiomax were administered during the procedure. The pt did receive aspirin and plavix. The lesion in the lcx was described as an 80%, 37 mm, de novo, irregular, heavily calcified, type-c stenosis extending from the proximal through the mid-portion of the vessel. A 2.5 x 13mm cypher stent was positioned in the mid-lcx via direct stenting and was deployed to 15 atms. Then two cypher select plus stents, a 2.5 x 23mm and a 2.75 x 18mm, were positioned in the proximal lcx via direct stenting and were deployed to 18 and 20 atms, respectively. The stents in the lcx were then post-dilated with a 2.5 x 23mm balloon inflated to 8 atms to ensure complete expansion. The lma still had a small area with approx 50% stenosis. A device was positioned within the lma via direct stenting and was deployed to 20 atms. This stent was post dilated with a 3.25 x 08mm balloon expanded to 25 atms. Residual stenosis of all stented segments was 0% with timi iii flow. Post-procedure, peak ck was less than 2 times above upper normal level (unl), peak ck-mb was 3 times above unl. Twenty-four hours post-procedure, peak ck was 3 ties above unl, peak ck-mb was greater than 5 times above unl, and troponin was greater than 5 times above unl. This was diagnosed as a lateral wall, non-q-wave myocardial infarction. The event resolved without sequelae and the pt was discharged in stable condition.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the us; however,it is similar to us distributed cypher product (cxs). This is one of four reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2008-01416, 9616099-2008-01417, 9616099-2008-01418, and 9616099-2008-01419.